Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderate calcified and moderately tortuous mid left anterior descending artery. The 3.25 x 15mm nc quantum apex monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 16 atm on the third inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderate calcified and moderately tortuous mid left anterior descending artery. The 3.25 x 15mm nc quantum apex monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 16 atm on the third inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was blood and dried contrast in the inflation lumen and balloon. There was a pinhole with a 2mm scratch located in the balloon wall material 3mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).